Event description:
It was reported that a user of the ilet experienced a high glucose alert and sought guidance to perform a full supply change after being unable to locate the change cartridge and tubing option; the agent guided the user through the steps, insulin delivery was resumed, and a fingerstick blood glucose of 467 mg/dl was noted. Symptoms included hyperglycemia. Outcomes included no hospitalization and restoration of insulin delivery following troubleshooting and education. Investigation included technical support review and user-guided troubleshooting of cartridge and infusion set change for a cd infusion set. Investigation of this case revealed no device malfunction identified during the call, with successful resumption of therapy after completing the supply change; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.